Event description:
The pressure varied all the time up to 70. The CT-controls which were done showed regress. Additional info provided to co in 1/2006 from the affiliate indicated that the device was replaced by another sensor.